Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump (iabp) had a compressor warning fault (ID 77) during use. There were no patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6 (type of investigation, investigation findings, investigation conclusions),h11. A getinge field service technician (fst) inspected the unit but was unable to replicate or confirm the reported fault. The technician exercised the unit in an attempt to reproduce the failure; however, no issues were observed during testing. The unit was returned for service.